Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Did the patient experience any adverse consequences due to this issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2020 and suture was used. During the procedure, the suture is easily broken when tying a knot. No adverse patient consequences were reported. Additional information was requested.